Event description:
It was reported some of the screws were crooked, which made it hard for the surgeon to place the screws into the bone. The surgeon was unable to insert the screws, and eventually used thread to fixate the resorbable plates. The surgery was delay for more than 30 minutes while the surgeon tried to place the crooked screws.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were multiple packs of screws where the doctor attempted to insert, but was unable to. See MDR 1032347-2010-00171 to 00175.